Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Olympus could not confirm the device history record because the device was manufactured more than 15 years ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that communication failure occurred because water entered or the electronic circuit was destroyed. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image disappeared and the noise was displayed when the user touched the connector. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.